Event description:
Hypoglycemic event [hypoglycemia]. Case description: a diabetes nurse specialist reported that a pt was admitted to the emergency room due to a severe hypoglycemic event during which pt 'head butted' the floor. The reporter stated that reporter is very concerned about this, and has looked to other issues which could have caused this problem, i.c. Injeciton sites and bedtime supper. However, the patient felt that there was something wrong with the pen, as it became very stiff and difficult to inject. Furthermore, the pt thinks that the device is dosing incorrectly. Unfortunately, pt did not have a spare pen, as when pt was initiated on this device there were very few spare pens available.